Event description:
Reports false negative result on unspecified analyte. Unknown if patient was symptomatic. Customer unable to provide any additional information. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.